Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp2539 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "I placed a PICC yesterday and was called back to facility today due to no blood return and leaking. I noted the PICC was leaking at the connection between the hub and the extension tubing. The PICC was removed." Additional information received 06/30/2022: what type of catheter securement was utilized? Statlock date of occurrence: (B)(6) 2022 placement date: (B)(6) 2022 explant date: (B)(6) 2022

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the extension tubing, near the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "I placed a PICC yesterday and was called back to facility today due to no blood return and leaking. I noted the PICC was leaking at the connection between the hub and the extension tubing. The PICC was removed." Additional information received 06/30/2022: ¿ what type of catheter securement was utilized? Statlock ¿ date of occurrence: (B)(6) 2022 ¿ placement date: (B)(6) 2022 ¿ explant date: (B)(6) 2022.